Event description:
It was reported that the event involved a female patient while in the cardiac vascular intensive care unit (cvicu). Patient underwent thoracic endovascular aortic repair (tevar). After the tevar procedure there was difficulty getting the patient off of cardiopulmonary bypass (cpb). An intra-aortic balloon (iab) was inserted through the sheath with sideprot via femoral to help wean the patient off of cpb. This strategy was successful. The next am the patient was being weaned off of the intra-aortic balloon pump (iabp) at 1:4 assist ratio. After approximately 18 hours of iabp therapy the pump alarmed gas loss and the balloon ruptured. The patient's hemodynamic status was much improved as a result, the iab was removed and not replaced. Per the md there was no report of patient death, complication or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the patient due to decision to discontinue iabp therapy. The patient outcome is the patient's hemodynamic status is much improved. Additional information was received on (B)(6) 2013 per the sales representative after speaking with the cv nurse specialist on (B)(6) 2013. The cv nurse specialist stated that they got an appropriate helium loss alarm, there was blood observed in the tubing and they did not try to resume the therapy. It was noted that the iabp used was an arrow autocat2 wave.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.